Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11j. Pump passed the displacement test, sleep current test and active current test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Medtronic received information that charge/battery lasts less than expected, unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.